Event description:
The pt contacted lifescan and alleged the surestep enhanced meter displayed the battery icon when powered on. The pt was extremely thirsty and contacted a medical professional for advice. The pt was advised to call lifescan. The pt had the same issue 2-4 weeks earlier and at that time called and was given the same professional advice; that issue was resolved with inserting the battery correctly. The customer care rep peformed troubleshooting now, and the battery icon continued to appear. There is indication the product malfunction. The meter was replaced.